Event description:
The balloon exploded, a piece of the balloon disengaged into the patient cavity, and was subsequently retrieved to complete the case without further incident. Procedure: kidney/adrenal gland. Patient status: no patient injury reported.